Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient died of right heart failure, renal failure, respiratory complications, and multi organ system failure. The hospital reported that the pump and equipment would not be returned for evaluation.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.